Event description:
A malfunction was reported on the pump, but there was no adverse impact on the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, which successfully resolved the issue as the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to reach out again if any further issues arose, and they acknowledged the instructions provided.